Event description:
It was reported that after a 2.5 x 23 mm xience v stent was implanted in the calcified distal right coronary artery lesion (rca) a second planned xience v 3.0 x 28 mm stent delivery system (sds) did not cross the mid-rca lesion. The sds was removed without difficulty. A 2.75 x 28 mm xience v sds did not cross the lesion. During sds removal, the stent dislodged from the balloon when the sds was being retracted into the sheath and floated into the femoral profunda. Distal blood flow was good and no retrieval attempt was made. The stent remains in the anatomy. Another stent was implanted in the rca target lesion and there was no additional adverse patient effect or clinically significant delay in procedure or therapy due to the stent dislodgement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon and shaft, and contrast in the balloon and inflation lumen and on the shaft and hypotube, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was dislodged from the balloon and was not returned, confirming the reported dislodgement. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon had relaxed folds. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the patient anatomy was heavily calcified, which likely contributed to the reported failure to advance. It is likely an interaction with the calcified lesion during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction of the sds within the patient anatomy during retraction would have then led to the stent dislodgement. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database revealed no other incidents for this lot. There no indication of a product quality deficiency. During manufacturing, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.